Event description:
Reporter alleged a missing icon in the display on the advantage system. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement was sent.